Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and analysis revealed no anomalies found.

Event description:
It was reported that the patient was diagnosed with severe aortic valve endocarditis. The implantable cardioverter defibrillator and lead were removed. The system will be replaced after patient recovery. No further complications have been reported as a result of this event.